Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted. The lot met all release criteria. Visual/microscopic inspection: per the service and repair evaluation, deterioration and oil were noted on the device upon visual inspection. Functional/performance evaluation: during functional testing it was found that the device would only partially fire. The cocking slide and sleds were deteriorated and the stylet catch release was found to be out of the revised tolerance requirement. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the investigation is confirmed for failure to fire, as the driver only partially fired during functional testing. However, the investigation is unconfirmed for failure to prime, as no issues were noted during the priming of the device. Additionally, the investigation is inconclusive for self-activation, as the device could not be fully tested due to the firing issues. Per the service and repair facility, it was found that the cocking slide and sleds were deteriorated. Additionally, the stylet catch release was found to be out of the revised tolerance requirement. It is likely that the out of tolerance stylet catch release and the deterioration of the cocking slide and sleds contributed to the reported event. However, based upon the available information, the definitive root cause is unknown. Labeling review: the current magnum reusable biopsy instrument instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an ultrasound guided breast biopsy, the health care provider notes that the device is allegedly difficult to prime on the second priming step. It was further reported that when it is fully primed, the device allegedly fires on its own. Reportedly, the procedure was completed with another device. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted. The lot met all release criteria. Visual/microscopic inspection: per the service and repair evaluation, deterioration and oil were noted on the device upon visual inspection. Functional/performance evaluation: during functional testing it was found that the device would only partially fire. The cocking slide and sleds were deteriorated and the stylet catch release was found to be out of the revised tolerance requirement. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the investigation is confirmed for failure to fire, as the driver only partially fired during functional testing. However, the investigation is unconfirmed for failure to prime, as no issues were noted during the priming of the device. Additionally, the investigation is inconclusive for self-activation, as the device could not be fully tested due to the firing issues. Per the service and repair facility, it was found that the cocking slide and sleds were deteriorated. Additionally, the stylet catch release was found to be out of the revised tolerance requirement. It is likely that the out of tolerance stylet catch release and the deterioration of the cocking slide and sleds contributed to the reported event. However, based upon the available information, the definitive root cause is unknown. Labeling review: the current magnum reusable biopsy instrument instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. An initial MDR and sup follow up 1 MDR has already been submitted; therefore, the purpose of this supplemental report is to document a change in device codes. (B)(4) failure to prime (removed). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an ultrasound guided breast biopsy, the health care provider notes that the device is allegedly difficult to prime on the second priming step. It was further reported that when it is fully primed, the device allegedly fires on its own. Reportedly, the procedure was completed with another device. There was no reported patient injury.

Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the serial number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an ultrasound guided breast biopsy, the health care provider notes that the device is allegedly difficult to prime on the second priming step. It was further reported that when it is fully primed, the device allegedly fires on its own. Reportedly, the procedure was completed with another device. There was no reported patient injury.